Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the procedure was to treat an in-stent re-stenosis of another company's stent in the lad. After a guide wire crossed the lesion, the 3.0 x 20 mm esprit balloon catheter was advanced to the lesion. An attempt was made for a long inflation, but the pressure would not increase past 6 atm. A balloon rupture was suspected and the balloon catheter was removed. Once outside the pt, the balloon rupture was confirmed. The procedure was continued using another company's balloon catheter. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing materials, interactions with other devices, pt anatomy, lesion calcification and tortuousity, or insufficient preparation prior to use. Reportedly, the device was used to treat a previously stented lesion containing restenosis in the lad, which may have been a contributing factor in this case. Unfortunately, without the device to examine, a conclusive root cause for the reported balloon rupture could not be determined.